Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. The articular surface has a fractured post and is worn. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings most consistent with polyethylene wear of the lateral compartment of a right total knee arthroplasty. No fracture seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee revision approximately six and a half years post implantation due to instability and implant fracture.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00625. Concomitant medical devices: unknown right lcck femoral size f catalog#: ni lot#: ni. Unknown stemmed tibial component size 5 catalog#: ni lot#: ni. Unknown femoral stem catalog#: ni lot#: ni. Unknown tibial stem catalog#: ni lot#: ni. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.